Event description:
Litigation alleged the patient suffered clicking sensation of the right hip implant, intermittent pain, stiffness, soreness, discomfort, difficulty sleeping and performing routine activities, increasingly elevated metal ions levels (measuring 8.5 mcg/l cobalt and 7.9 mcg/l chromium in december 2010; 12.7 mcg/l cobalt and 10.4 mcg/l chromium in march 2011; and 39.8 mcg/l cobalt and 18.3 mcg/l chromium in (B)(6) 2012), and a complex cystic mass as a result of the implanted asr hip.

Event description:
Litigation alleged the patient suffered clicking sensation of the right hip implant, intermittent pain, stiffness, soreness, discomfort, difficulty sleeping and performing routine activities, increasingly elevated metal ions levels (measuring 8.5 mcg/l cobalt and 7.9 mcg/l chromium in (B)(6) 2010; 12.7 mcg/l cobalt and 10.4 mcg/l chromium in (B)(6) 2011; and 39.8 mcg/l cobalt and 18.3 mcg/l chromium in (B)(6) 2012), and a complex cystic mass as a result of the implanted asr hip. Update: (B)(6) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleged the patient suffered clicking sensation of the right hip implant, intermittent pain, stiffness, soreness, discomfort, difficulty sleeping and performing routine activities, increasingly elevated metal ions levels (measuring 8.5 mcg/l cobalt and 7.9 mcg/l chromium in (B)(6) 2010; 12.7 mcg/l cobalt and 10.4 mcg/l chromium in (B)(6) 2011; and 39.8 mcg/l cobalt and 18.3 mcg/l chromium in (B)(6) 2012), and a complex cystic mass as a result of the implanted asr hip. Doi: (B)(6) 2007 - dor: none reported (right hip). Pt is a resident of the state of (B)(6). Update 4/11/13 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. Update 24 april 2014 der rcvd - updated information relating to hospital and surgeon / added cup loosening to reason for revision / added sleeve product.